Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, it was reported that the valve was explanted due to endocarditis. The valve is not available for evaluation. However, there was no allegation or indication of a device malfunction caused the event. Despite multiple investigational attempts, it was not possible to obtain additional details regarding the reported endocarditis. To date, the patient medical records and procedure op notes requested have not been received for review. There is insufficient information to determine the source of the infection. At the time of this report the cause of death 2 days after the explant procedure remains unknown. It cannot be determined if the event was related to the edward¿s devices, procedural complications or patient co-morbidities, as details were not provided. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. This is one of two reports being submitted for this explant procedure. Please reference manufacturer report no. 2015691-2020-13984. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported from implant patient registry (ipr), 46 days post transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve in the native aortic annulus, the valve was explanted due to endocarditis. Per an online obituary search, the patient passed away post-operative day 2. Additional details including source of infection, patient medical history, and cause of death are not available currently.